Event description:
It was reported that the device was used during an open hepatic segmentectomy. It was reported by the rep that the surgeon performs many liver resections. He uses ees products which are not recommended for these specific techniques. He had lately used an atw35 to transect a hepatic vein during a resection. After firing the device he said that the staples ripped through the vein and did not control hemostatis. He had to very quickly sew the torn vessel with 5-0 prolene suture. There was no consequence to the pt.